Event description:
It was reported that the ilet pump¿s screen became unresponsive and remained black while the wake/sleep button still buzzed, and the screen had begun separating from the device after a drop; the user switched to backup therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a software problem associated with an unresponsive key/button and a touchscreen component issue. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.